Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0qkyk, serial#:, implanted: (B)(6)2015, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. There was an impedance issue reported with the lead after battery replacement. The troubleshooting done was that they increased amplitude to resolve impedance issues with battery replacement and existing lead. Impedance did not resolve with all electrode configurations. The lead was replaced. No patient symptoms and no further complications were reported.